Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home, from unknown causes. The caller stated that they have not received the autopsy results yet. The customer was on dialysis, had heart trouble, and had a stroke in the past (but not on the day of passing). The caller did not know the customer's blood glucose at the time of passing. The caller could not check the last recorded blood glucose value because the insulin pump has been discarded and the caller did not have the customer's glucometer. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.